Event description:
On 06/18: (B) (6) reports that customer performing a aorta abdominal endoprosthesis installation. Syringe connected to a cook high pressure tubing, to a 6fr pigtail. Injection protocol was 5ml per sec for 25ml volume. Syringae burst immediately. No pt or staff injury.

Manufacturer narrative:
Mfg report: root cause identified: no. Defect could not be confirmed. Conclusions: defect was not confirmed since it could not be duplicated. Static pressure testing was done and no leaks were found in sample received. No component and/or luer disconnected during the test and evaluation of the sample. The pressure applied during the evaluation at 1300 psi is greater than the pressure used 75-1200 psi by the customer. Pressure test method was followed according to instruction (B) (4). Device history record was reviewed and no discrepancies related to this issue were found. Corrective actions: CAPA (B) (4): during the investigation it was found that the syringe tip thread need a refurbish as well as on the locknut thread but these actions will be considered as quality improvements since the defect reported was not confirmed. Syringe tip thread improvement. Locknut thread improvement.